Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported scar tissue removal surgery was performed due to patient experiencing pain.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. Also, no clinical relevant information was provided to conduct a thorough analysis of the reported issue. Thus, no medical investigation can be performed at this time. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.